Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Product event summary: (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. No performance allegations were made against (B)(6). A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on 16/sept/2025 at 15:34:32, in which motor start parameters were atypical. Review of the event file associated with (B)(6) revealed two (2) controller power up events, with associated pump start events, logged on 10/sep/2025 at 04:00:13 and on 16/sep/2025 at 15:34:27, indicating losses of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the loss of power was not available. The controller was without power for fifteen (15) seconds and sixteen (16) seconds, respectively. As a result, the reported events were confirmed. The most likely root cause of the losses of power to the controller can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of worsening heart failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system controller 2.0 serial #: (B)(6): no h3: yes h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient's heart failure has been worsening naturally and the hospitalization was due to routine mon itoring.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2021 / serial or lot#: (B)(6). D9: no h3: no h4: mfg date: 22-jan-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of log file data revealed a motor start with parameters outside the typical range. It was also reported that two double disconnect events of power sources occurred, which were attributed to mistakes made by attending nurses during hospitalization. No further patient complications have been reported as a result of this event.